Event description:
A report was received that the patient underwent ipg replacement procedure for unknown reason. The patient was doing great post operatively.

Event description:
A report was received that the patient underwent ipg replacement procedure for unknown reason. The patient was doing great post operatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient reported the stimulator would cut on then stop functioning and would feel the residual stimulation when turned off. The ipg was replaced per physician¿s preference. No device malfunction was suspected.